Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Post-op x-rays for iliac fixation showed fracture on one of the iliac screws. Levels are unknown. Fracture occurred 5-6 months post surgery. There is a paucity of graft in the l5-s1 interbody piece. The rest of the fusion status is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post-op, fracture of the screw was observed at si joint. No patient complications were reported as a result of this event at this time.